Manufacturer narrative:
Method - tested isolate on multiple panel types, with multiple inoculation methods. Tested d-12 specimen on frozen reference panels. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results - in house testing of d-12 specimen yielded (B)(4). Complaint review indicates product is performing as expected. Conclusion - in house testing of d-12 specimen provided (B)(4). Overall product performance is acceptable.

Event description:
Dade behring participated in the (B)(4) and obtained lowered mics for s. Maltophilia d-12 specimen for ceftazidime in internal testing. S. Maltophilia yielded false susceptible results for ceftazidime (caz) when compared to frozen reference panels.